Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1002 captures the reportable event of pain. Imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported that after the spaceoar placement procedure, a computed tomography (CT) scan was performed on (B)(6) 2025. The imaging showed that the hydrogel had a different appearance from normal. The patient was asymptomatic and was discharged. On (B)(6) 2025, the patient visited the emergency room with abdominal pain. On (B)(6) 2025, the patient experienced rectal bleeding with occasional blood on toilet paper. On (B)(6) 2025, during the outpatient visit, the patient was prescribed carbazochrome sodium sulfonate, magnesium oxide, and loxonin. No pain was reported while the patient was taking loxonin. Magnetic resonance imaging (MRI) showed a spherical object, presumed to be spaceoar, located around 3/4 of the rectum and near the upper central part of the rectum. The patient was scheduled for a colonoscopy on (B)(6) 2025, and the radiation treatment was postponed.